Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, inoperable keypad, which was confirmed during evaluation. Evaluation observed and reproduced the reported symptom of "inoperable keypad" and found that every key that is pressed results in a double output of the same key caused by a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable keypad. It was also reported there was no patient injury.